Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 appeared jammed and would not open, though no "failed drawer" message was displayed. A field service engineer found that the main drawer full height 4 had sticky rail issues. Initially planned to replace rails, but found medication jammed, preventing cubie pocket lid from closing properly. Lid was pushing the drawer above, causing failure. Cleared jam and drawer accessed without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 does not display a failed drawer message, but the drawer seems jammed and will not open and will ultimately require the drawer to be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 does not display a failed drawer message, but the drawer seems jammed and will not open and will ultimately require the drawer to be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.